Manufacturer narrative:
The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dyg, dqe, kra.

Event description:
It was reported that during use in patient, this swan-ganz catheter started to provide cardiac output (co) even before injecting saline. The displayed co values were different from the ones obtained when saline was actually injected, and higher than the normal range. The expected values are 4-8 l/min. The catheter was not replaced and continued to be used after waiting until co was able to be measured. No error message was displayed. The same issue was observed with 3 or 4 catheters in the last 2 months. There was no allegation of patient injury. The device is not available for evaluation as it was discarded at the hospital.